Event description:
It was reported that one device was used during an unknown procedure. It was reported by the affiliate that the atb35 instrument cartridge easily came off (did not fall in pt). A new device was used to complete the case. There was no consequence to the pt.